Event description:
It was reported to boston scientific (bsc) on 11/02/2006 that during a bronchoscopy on a pt (age and gender unk) the pull wire broke when using the radial jaw 3 pulmonary biopsy forceps. The physician used a second radial jaw 3 device to succesfully complete the procedure. The pt did not require any medical intervention and did not experience any adverse effect.

Manufacturer narrative:
This device has not been received by this MFR. Therefore, a failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.